Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon examination, the left ventricular lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.